Manufacturer narrative:
Follow-up #1: date of submission 8/26/14: no product was returned. A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had blood glucose (bg) levels in the 300-400 mg/dl range, with tiredness and extreme drowsiness/difficulty waking up/confusion. During troubleshooting, customer support had the patient change the cartridge and try to complete prime step. The patient was able to prime the pump without an occlusion alarm or cs064 alarm occurring or change in motor noise. The cartridge issue was resolved with troubleshooting and is not being reported. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.